Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of one proglide device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the next three proglide devices. The sheath was upsized to a 20fr sheath and the tavr procedure was completed. Hemostasis was achieved with the one pre-placed proglide device suture and manual compression was applied as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional proglide device was received at abbott. Based on the device analysis, blood was found in the marker lumen, which shows the device was inserted into the patient anatomy. The device was pre-deployed with a loose link; therefore, could not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.